Event description:
The customer is unable to calibrate the axsym rubella igg reagent, using reagent lot # 52254m204. Error code 1048 (a/b ratio too high) was generated. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.